Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. Cause of high bg was not known. Customer administered a bolus via the pump to address the issue and was subsequently admitted to the intensive care untit (ICU). Reportedly, customer had high ketones that were identified as dangerous by a health care provider (hcp). Customer was treated with intravenous fluids of insulin and saline. The customer was released on (B)(6) 2022 with the issue resolved; however, customer sustained reduced kidney function as reportedly identified by a hcp.